Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose was 497 mg/dl and she is unsure of why her blood glucose has been so high lately. The customer confirmed that she has contacted her health care provider regarding her recent hyperglycemia. Troubleshooting was initiated for the high blood glucose levels and to inspect the pump and its components for damage and functionality. The tubing, reservoir, and cannula appeared undamaged, the pump settings were correct, and no alarms were found in her pump history dating to the time the high blood glucose events began. The customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. The customer was advised to change her entire infusion set, reservoir and insulin, and to treat per health care provider's instructions. The customer said that she was going to change her site and call back if needed. No products were shipped or returned.